Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No cosmetic damage noted.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was 600 mg/dl. Customer's blood glucose was rising after taking more units of insulin. Customer's blood glucose at time of call was 550 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.